Event description:
The manufacturer received information alleging particles in tubing/chamber; sinus infection related to the CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.